Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to verify unexpected restart alarm and unexpected bolus anomaly due to no button response. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to no button response. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported via phone call to have received an unexpected restart alarm after changing battery and was unable to clear alarm. Customer's blood glucose was 315 mg/dl. Customer reported that insulin pump gave an extra bolus after changing infusion set a week prior. Customer also reported that buttons were not responding. Customer was advised that insulin pump would need to be replaced.